Manufacturer narrative:
The instrument was serviced on (B)(4) 2011 (the event was reported in medwatch #2050012-2011-00658), but the leak came back. A bci field service engineer (fse) visited the site again on (B)(4) 2011. The fse could not duplicate the problem. The leak was occurring only when the instrument was running without stopping for a long period. The fse replaced the sample probe wash valve on the fluid distribution manifold. The fse verified the reaction wheel was dry and performed a wash on all cuvettes. Additional related event is reported in medwatch #2050012-2011-00660.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from unicel dxc 660i synchron access clinical system. The customer indicated the leak was coming from sample probe. There was no effect to patient or user.